Event description:
A peritoneal dialysis nurse (pdrn) reported a patient had been diagnosed with peritonitis after experiencing a fluid leak in a previously reported event (please see MFR 8030665-2022-00765). The patient contacted technical support for assistance regarding a drain complication and during follow up the pdrn reported the patient was diagnosed with peritonitis. Upon follow up, the pdrn stated the patient began experiencing symptoms of abdominal pain and cloudy pd effluent on (B)(6) 2022 however did not report the symptoms to the clinic until (B)(6) 2022. The patient presented to the clinic and had cultures taken on the same day. Per the pdrn the patient had multi-organism growth including lactococcus, klebsiella, pseudomonas, gram negative bacilli, and yeast. The patient was initially treated on an outpatient basis with vancomycin 2 grams and cefepime 2 grams intra-peritoneal (ip). The cause of the patient¿s peritonitis was unknown. The pd culture resulted with yeast on (B)(6) 2022 and the patient was referred to the hospital and admitted. It was reported the pd catheter will be removed as the patient had fibrin in the pd catheter which had caused drain complications. Additionally, it was reported that once hospitalized the patient was unable to drain manually. The pdrn stated the patient is allergic to heparin and was not able to mitigate extensive fibrin formation. The nurse reported the patient will is expected to transition to hemodialysis for renal replacement needs, however no date or transition of treatment was provided. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between a prior fluid leak associated with pd therapy utilizing the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of multiple bacteria including lactococcus, klebsiella, pseudomonas, gram negative bacilli as well as yeast. Almost all these pathogens are normal bacteria typically found in the gastrointestinal tract of humans. Pseudomonas bacteria are normally found in the environment. It is known that a fluid leak may breach in the sterile pathway between the fresenius cassette and the patient which may allow for microorganisms to enter the peritoneum and cause infection. Therefore, due to the reported fluid leak at the end of a pd treatment prior to developing peritonitis, the fresenius cycler with cycler set cannot be excluded as a possible cause of the event.

Event description:
A peritoneal dialysis nurse (pdrn) reported a patient had been diagnosed with peritonitis after experiencing a fluid leak in a previously reported event (please see MFR 8030665-2022-00765). The patient contacted technical support for assistance regarding a drain complication and during follow up the pdrn reported the patient was diagnosed with peritonitis. Upon follow up, the pdrn stated the patient began experiencing symptoms of abdominal pain and cloudy pd effluent on (B)(6) 2022 however did not report the symptoms to the clinic until (B)(6) 2022. The patient presented to the clinic and had cultures taken on the same day. Per the pdrn the patient had multi-organism growth including lactococcus, klebsiella, pseudomonas, gram negative bacilli, and yeast. The patient was initially treated on an outpatient basis with vancomycin 2 grams and cefepime 2 grams intra-peritoneal (ip). The cause of the patient¿s peritonitis was unknown. The pd culture resulted with yeast on (B)(6) 2022 and the patient was referred to the hospital and admitted. It was reported the pd catheter will be removed as the patient had fibrin in the pd catheter which had caused drain complications. Additionally, it was reported that once hospitalized the patient was unable to drain manually. The pdrn stated the patient is allergic to heparin and was not able to mitigate extensive fibrin formation. The nurse reported the patient will is expected to transition to hemodialysis for renal replacement needs, however no date or transition of treatment was provided. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Corrected information: b.3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.